Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this atrial lead was explanted after an unsuccessful revision attempt two days after implant. A boston scientific field representative reported that the lead exhibited no capture during a pre-discharge check the day after implant. During the revision attempt, the stylet would not advance beyond a point about one centimeter from the lead tip, and the lead was explanted. Visual inspection of the lead showed the tip was cantered at an angle. Another lead of the same model was successfully implanted with no adverse patient effects. The lead is to be returned for analysis.